Event description:
While on a pt the unit failed to deliver pressure in cpa mode and had a hi minute volume to hi alarm. Settings..upl 50, pslap 10, peep 5, trig sens green, cmv 8, fio2 30, insp rise time 3, tidal volume was at 395, ual 20, lat at min. The exp tidal volume rad zero. Pt bagged and another vent placed on them. No pt injury occurred.